Event description:
The device was returned for an air compressor failure. During the startup process, the air compressor made several failed attempts to charge, accompanied by a weak sputtering sound consistent with a torn diaphragm on the compressor. The pump failed this check and alarmed. The pump was reverted to manufacturing mode to undergo pneumatic hardware testing and failed recharge check consistent with a failed air compressor. No additional damage was identified.

Event description:
The following has been reported: biomed reported: pump problem. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.